Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the stem was fractured with the neck still inside and also fractured. The device is covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and not reviewed by mmi, as review by a hcp determined sending to mmi would not enhance the investigation. It was noted the patient's foot slipped from a ladder and ultimately fell working construction leading to the fracture, however, a definitive root cause cannot be determined based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00875705601 lot# 63220514 56mm o.d. Size kk, cat# 00885101240 lot# 63180184 40mm i.d. Size kk neutral liner, cat# 00784804400 lot# 63223041 modular neck d 12/14, cat# 00877504002 lot# 2724129 bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a left hip arthroplasty that was subsequently revised approximately six (6) years later due to fall. Patients foot slipped from ladder while working construction, fracturing the stem implant. Attempts have been made and no further information has been provided.